Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient presented with a breakdown of the wound on the achilles that was operated on for chronic contracture of the right ankle. The surgeon wanted the patient to have early mobilization. The patient uses nicotine and had breakdown of the skin, seen at the first appointment. This was treated with wound care and letting the wound to clear itself and as things seem to be relatively stable with a healthy bed, the surgeon felt that it would be appropriate to take the patient to the or, debride the tendon that was nonviable and take cultures and then place the patient on a wound vac regimen.

Manufacturer narrative:
Device will not be returned as it is still implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient presented with a breakdown of the wound on the achilles that was operated on for chronic contracture of the right ankle. The surgeon wanted the patient to have early mobilization. The patient uses nicotine and had breakdown of the skin, seen at the first appointment. This was treated with wound care and letting the wound to clear itself and as things seem to be relatively stable with a healthy bed, the surgeon felt that it would be appropriate to take the patient to the operating room, debride the tendon that was nonviable and take cultures and then place the patient on a wound vac regimen.